Event description:
A us distributor returned a monitor indicating that it would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor was intermittently powering on. Upon evaluation, there was contamination on the monitor battery connections. The cause of the intermittent ability to power on is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the damaged monitor.